Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Correspondence has been sent out for the device and additional information. Once additional information on the device has been received, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling embolization treatment of an intracranial aneurysm, the medtronic microcatheter separated in the skull and penetrated into the subarachnoid space causing an intracranial hemorrhage which required surgical intervention. Prior to the event, the microcatheter was advanced into place and the guidewire was withdrawn. There was contrast observation of the microcatheter position before filling the coil and it was discovered that the microcatheter penetrated the subarachnoid space. After pulling out the microcatheter out, it was found broken at a distance of 15 cm from the proximal end. The distal end could not be removed, and emergency craniotomy was performed on "them" patient to stabilize them. The patient¿s vasculature was reported to be normal in tortuosity.

Manufacturer narrative:
The echelon-10 micro catheter (model: 105-5091-150 lot: a691554) was returned for analysis within a shipping box; within a plastic pouch; within an opened echelon-10 outer carton and within an opened echelon-10 inner pouch. The echelon-10 total length was measured to be ~32.9cm (reference: 155.0cm) and the useable length was measured to be ~25.0cm (specification: 147.0cm ± 1.5cm). When compared to the product drawing ~123.5cm of the echelon-10 distal catheter segment was found to be missing and not returned. It was reported the missing catheter segment remains within the patient. Upon visual inspection, no damages or irregularities were found with the echelon-10 hub. No bends or kinks were found with the echelon-10 catheter body. The tubing material of the catheter separated end exhibited with stretching, necking and jagged edges with the elliptical wire exposed. No other anomalies were observed. The echelon-10 micro catheter was returned for analysis. When compared to the product drawing ~123.5cm of the eche lon-10 distal catheter segment was found to be missing and not returned. It was reported the missing catheter segment remains within the patient. The tubing material of the catheter separated end exhibited with stretching, necking and jagged edges with the elliptical wire exposed. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. The broken end of the catheter exhibited with plastic deformation (stretching, necking and jagged edges) which indicate that the catheter separated when exceeding the tensile strength of the tubing material. However, the root cause for the catheter separation could not be determined. If information is provided in the future, a supplemental report will be issued.